Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. The customer reported that replacing the flow sensor corrected the issue.

Event description:
The customer reported that the ventilator had a low volume. There was no patient or user harm reported. The event date was not specified; estimate used.